Manufacturer narrative:
The bvi quality assurance department has followed its internal procedure to investigate the complaint. The investigation included a review of current process controls and the DHR. All manufacturing operations were recorded, and all signatures and dates were present. No nonconformities were identified in the manufacturing process for the affected product. A review of the complaint and defect type concluded that this situation is isolated. Unfortunately, the customer did not provide physical samples or pictures of the involved product, which would have allowed a detailed evaluation of the situation described. As a result, we were unable to confirm the product malfunction or establish the root cause of the occurrence. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor any feedback from our customers and take appropriate action if an unfavourable trend is observed.

Event description:
Bvi has been informed about incident that happened during a usage of one of our devices, bvi anterior chamber cannula (rycroft) , part number 581273. The incident description pointed to the situation when during a case the cannula shoot off causing an injury to the eye and the patient. The harm to the patient was described as acute severe pain at the moment the situation occurred. Evaluation of the eye showed a tear in the anterior capsule with extension to the posterior capsule. Blood was then observed to have pooled in the vitreous cavity. After examination by 2 retina specialists, the source of the blood was not immediately clear, but seemed to be coming from a structure (either iris or ciliary body) anterior to the retina. A small iris defect at the pupillary margin was noted near the temporal incision site. Anterior vitrectomy was required to clear vitreous from the anterior chamber and incision site. The complications of the incident were described as capular tear, vitreous hemorrhage, high iop on pod#1 with hand motions vision, no view of the retina, significant corneal edema. The used treatment was defined as burping of a paracentesis for immediate iop reduction, starting on high dose topical steroids and glaucoma medications (timolol, dorzolamide, brimonidine, oral acetazolamide). Patient had a bscan and ubm to help confirm there was no retinal detachment and no signs of ciliary body detachment or angle recession. The ongoing treatment was defined as treatment of severe inflammation and increased iop. Monitoring for clearance of vitreous hemorrhage. The medical facility also stated that if the vitreous hemorrhage does not clear, the patient may need pars plana vitrectomy, but ast the time the incident was reported to bvi it was too early to say. Monitoring of iol stability given that it is currently being held in place by a torn capsule. Looks stable for now,but could become unstable over the long-term as the capsule becomes fibrotic. We decide to report the above case to FDA as it meets the definition of serious injury.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.